Manufacturer narrative:
As reported, the patient died following pacemaker placement in a case in which arista-ah was used. The cause of death could not be confirmed. The facility reported that the arista-ah was not causal to the death of the patient. No death certificate, autopsy report, pathology report were provided. No lot number has been provided, therefore, a review of the manufacturing records is not possible. Based on the information provided this appears to have bee an end of life situation for this elderly patient unrelated to the arista ah used to treat the patient. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
It was reported that on (B)(6) 2020, patient (male (B)(6) years) underwent a surgery for pacemaker placement. Arista-ah hemostat was used to treat the patient during the implant procedure. In the middle of the night ((B)(6) 2020) after the surgery, the patient's condition suddenly got worse and patient died. The local affiliate was not able to obtain a death certificate. They report that the user facility identified no causal relationship between the patient¿s death and the use of arista-ah.